Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date barbed suture was used. The suture broke during the suturing. The surgery was delayed due to the reported event. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Corrected b5 narrative: it was reported that a patient underwent an unknown procedure on an unknown date barbed suture was used. The suture broke during the suturing. The surgery was not delayed due to the reported event. No adverse patient consequences were reported. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.